Manufacturer narrative:
One ls1037 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, and the jaws were open upon receipt. Mechanical testing confirmed the jaws opened and closed normally using the handle, and the knife would extend and retract without difficulty. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-07-18. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that after a procedure, the device did not return to it's original state when the lever was pulled. The jaws were stuck shut. There was no patient involvement.